Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that a user experienced a hyperglycemia event. The user reported feeling unwell and went to urgent care and from there was referred to the hospital. The user blood glucose finger stick reading was reported as 572 mg/dl at the hospital. The user did not verify glucose levels with the sensor at the time, but review of data management system (dms) showed no glucose related alerts, and no alerts or vibrations were reported by the user. The user received medical treatment in the form of an IV to lower glucose levels, and their healthcare provider is aware of the incident. Following the event and a system relink, the user reported improved alignment between sensor readings and glucose levels and is currently feeling better.